Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via e-mail that upon removal the string was missing from a tampon leaving the pledget inside her vaginal cavity. She stated it took her an hour to remove the pledget. She was able to remove it on her own and did not seek medical attention. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.